Manufacturer narrative:
A product investigation is in progress.

Event description:
Cord is coming off the tampons [device breakage]. Case description: consumer reported via phone that the tampon cord is coming off the tampon. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cord is coming off the tampons [device breakage]. Case description: consumer reported via phone that the tampon cord is coming off the tampon. No injury reported.